Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. He device was returned in good physical condition. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the max hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic gastrectomy, the device became not to be activated with the max button. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.